Event description:
The customer reported that when attempting to charge the unit to 200 joules, it took approximately one minute for it to get to 100j and then it showed a deifb failure cycle power, error 1. There was no report of patient involvement.